Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced distance vision blurry when driving and near vision also blurry. The patient has poor quality vision at all distances with and without correction. The lens was explanted in a secondary procedure. In the surgeon¿s opinion, iol did not cause or contribute to the event. The patient unable to adapt to diffractive optics. There was no patient harm and patient much happier with visual quality with monofocal iol.

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. User facility reported that according to the surgeon, the iol did not cause the event. Event was related to patient unable to adapt to diffractive optics. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not cause the event. Event was related to patient unable to adapt to diffractive optics. Based on this information, the device did not cause/contribute to the event. Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).